Event description:
Subject ID: (B)(6) . This event is associated with the glow clinical trial. It was reported that a female patient who underwent augmentation surgery with mentor glow study gel devices on (B)(6) 2016. Adverse event # 1. Implant malposition/ displacement, (left side, implant serial number: (B)(6). Doi: on (B)(6) 2016, doe: on (B)(6) 2018). On (B)(6) 2017, she presented with implant malposition/ displacement, which required medical device removal on (B)(6) 2018. Adverse event # 2. Patient dissatisfaction, (right side, implant serial number: (B)(6). Doi: on (B)(6) 2016, doe: on (B)(6) 2018). On (B)(6) 2017, medical device was removed on (B)(6) 2018 as a contralateral procedure [not ae]). Adverse event # 3. Breast pain, breast sensation, (left side, implant serial number: (B)(6). Doi: on (B)(6) 2018). On (B)(6) 2018, she presented with breast pain, breast sensation. Adverse event # 4. Breast cyst, animation, (right side, implant serial number: (B)(6). Doi: on (B)(6) 2018). On (B)(6) 2024, she presented with breast cyst, animation. Adverse event # 5. Animation, baker iii capsular contracture (left side, implant serial number: (B)(6). Doi: on (B)(6) 2018). On (B)(6) 2024, she presented with animation and baker iii capsular contracture. This report details adverse event #4.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 2, 2024, mentor became aware that the patient also experienced bilateral contour deformity in addition to right side breast cyst, animation. And left side capsular contracture, acquired deformity nos, paresthesia, and breast pain. Clinical coding has been updated accordingly under field h6. This supplemental report is related to right side devices implanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).